Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tka on an unknown date. The patient underwent a poly swap secondary to quad rupture post-fall. The patient was last known to be in stable condition following the event. No other information provided.